Manufacturer narrative:
Spacelabs'' technical support provided the part number needed to replace the nvram which was the fault of the event. The customer declined further assistance in the ordering of the replacement part. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that the ultraview sl central station had lost its configuration settings. No injury was reported with this event.